Event description:
It was reported through a study that the patient experienced a "silent hemorrhage" following implant. The patient underwent a post-procedural MRI following surgery and the silent hemorrhage was noted. The hemorrhage has resolved.